Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Replacement charging supplies were sent to customer. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.